Event description:
It was reported that a patient's "cognitive state" had declines two months prior to the battery change which happened on (B)(6) 2013. It was reported that the health care provider (hcp) thought that the cognitive decline was the result of the programmed settings which was causing an overstimulation. It was stated that the amplitude was at 6.0v and "interleaving" was programmed at that time. The voltage was decreased and there was no more interleaving. On (B)(6) 2013, the patient was reprogrammed and they were "doing fine with no issues". Refer to manufacturer report #3004209178-2013-14706 for information on the devices prior to the battery change. It was not clear if the "cognitive decline" persisted after the battery change or not. Refer to manufacturer report #3004209178-2013-14708. The patient has two devices.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3387s-40, lot # v858673, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v082506, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial #(B)(4), implanted: (B)(6) 2008, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).